Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2401007 and were found to be within specification. The samples underwent these same tests and was found to be within specified limits. A device history review was performed for reported lot 2401007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation, a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention and regret any inconveniences it has caused. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Shiny sticky film on syringes customer use the bd plastipak 50 ml luer-lok ref (B)(4) for preparing oncology preparations, among other things. Today my colleague noticed that 2 syringes with lotnr 2401007 (ex 31-12-2028; prod. 01-01-2024) have a shiny sticky film at the top of the syringe, this shiny film can also be seen on the black rubber of the pestle. This becomes more visible when moving the pestle. We have set aside the syringes and the rest of the lot. Would like your advice on this, may these syringes continue to be used or is this a manufacturing defect requiring recall?